Manufacturer narrative:
H6: investigation summary: one used sample was returned for investigation by the customer. The sample was clearly separated at the outlet of the filter and the complaint can be verified. Under the microscope, it was apparent that the short piece of the filter that the tubing fits onto was broken off the tubing, and stayed attached to the inside of the tubing. There appeared to be sufficient solvent on the tubing. The root cause is a fracture of the filter-tubing attachment piece. What caused the fracture is unknown. No other failure modes were observed. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free component separated and there was leakage on 7 occasions. The following information was provided by the initial reporter: it was reported by the dchu that 8 additional extension sets were received. No defect has been identified yet. Verbatim: per email from dchu rep: sorry for the delay. I tested the 8 extension sets. One is separation issue and 7 are leakages (filter vent).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Date received by manufacturer: bd was initially made aware of this complaint on 2021-05-21. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-07-07 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free component separated and there was leakage on 7 occasions. The following information was provided by the initial reporter: it was reported by the dchu that 8 additional extension sets were received. No defect has been identified yet. Verbatim: per email from dchu rep: sorry for the delay. I tested the 8 extension sets. One is separation issue and 7 are leakages (filter vent).